Event description:
The product was used during a low anterior resection procedure. Reportedly, the anvil did not tilt. The surgeon was able to complete the procedure without any pt injury.

Manufacturer narrative:
A clean anvil was received without an instrument. The cut ring has suffered heat damage and the guide plate was uneven. The anvil was not tilted. Therefore the cause could not be determined.